Event description:
It was reported that, during a surgical procedure, they went into the pocket and the bifurcated extension that was connected to 2 1x4 leads was accidently cut through. They were not going to use the extension, however they did not have a plug or replacement extension at the time. It was asked if the extension could be inserted into the implantable neurostimulator (ins) partially as it would only have 2 contacts in it. The goal was to plug the ins connector block to protect it from fluid. They were not going to be using the extension or leads and would go back in and replace the extension when they had one. They had another 1x8 octad lead and would be using that lead. Additional information reported that the old extension had been on top of the ins when the physician cut part of it. When the physician attempted to do a battery replacement, the lead and extension proximal end was bulged/warped and therefore would not seat into the new ins header block. The only thing removed was the old ins and was replaced with the new ins. The procedure was then ended as they did not have authorization for a complete replacement. The patient was going to meet with the surgeon to discuss possible paddle lead placement. Follow-up determined that the new ins was not functional and the patient was being referred to a neurosurgeon where the paddle lead would be attached to the new battery. The surgery had not been scheduled yet. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3487a-45, lot# v051415, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).